Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on a (B)(6) year old male patient with an irregular heartbeat and palpitations. There was no additional patient information at the time of this report. Method: I-stat, date: (B)(6) 2017, tested: 02:45, result : 0.24ug/l; I-stat, (B)(6) 2017, 07:10, 0.01ug/l. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. After several attempts to obtain information, the reporting decision was based on limited information available.

Manufacturer narrative:
(B)(4). The investigation was completed on 02/12/2018. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridges could not be tested as the lot expired on 14-aug-2017, prior to the complaint registration date of 18-jan-2018. No deficiency has been identified for ctni cartridge lot a17024.